Event description:
In floseal unit cartons, there are separate labels on the gelatin vial and the thrombin vial. The expiration date for the gelatin vial was december-2011 and for the thrombin was april-2011. The unit carton is supposed to be labeled with the lowest shelf life. In this case, it was the opposite; so when the package was opened, the shelf life had already expired per the thrombin vial. The occurrence date is unknown. No patient was involved.

Manufacturer narrative:
(B)(4). Baxter medical assessment: inadvertent use of expired (user error) and potentially unsterile product in a patient may cause serious injury. (B)(4). It must be noted that the product was not used on a patient. A follow-up report will be submitted upon receipt and evaluation of the complaint sample.

Manufacturer narrative:
(B)(4). An actual physical sample was not provided, however, pictures of the complaint sample were available for evaluation. The complaint was not confirmed by the manufacturing facility ((B)(4)) as the complaint sample images show that the expiration date printed on the outside of the carton is correct. Per the manufacturing batch record, the expiration date printed on the outside of the box must be the earliest of the expiration dates of the floseal and thrombin. A review of the batch record indicated that the expiration date for the floseal is 04-2011 and thrombin is 09-2011. Therefore, the earliest expiration date for the kit is 04-2011. The label is within specification. Additionally, no exceptions were reported during the manufacturing of lot# ha091024. During secondary packaging, operators document the expiration date for the finished lot as well as document the lot number and expiration date to be printed on the outside of the unit carton. All operations were verified and found to be correct. Visual inspection of ten retention samples found no abnormalities and all expiration dates on the outside of the box were correct. As the expiration dating on the packaging was found to be accurate the complaint was not confirmed and no further action is necessary.